Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaked on a small volume folfusor. The set was filled with 3100mg of fluoruracil diluted in 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found dry specks of white drug powder at the blue winged luer cap; no signs of fluid leak from the device. The cap was noted to be slightly untightened. Functional testing was performed by filling the device with green colored water. After fill and prime, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The device was found to be conforming product. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.